Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported on (B)(6) 2022 while on impella 5.5 support, the automated impella controller (aic) did not alarm for inappropriately low purge flow readings after the impella 5.5 catheter became kinked. The catheter was unkinked to correct the purge flow issue. The aic was not replaced, and the medical staff was advised to monitor more closely and abiomed support team was also involved and asked to pay attention to impella connect for any further purge flow issues. The patient was noted to have developed sepsis, experienced atrial fibrillation, arrhythmias, and the pump required repositioning during impella 5.5 support. The patient¿s care was withdrawn, and the patient expired. It is unknown how long the purge flow was low, and how this may have affected the patient and therefore there is not enough evidence to exclude the aic as an associated factor in the patient's demise.

Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to initial medwatch with date of report 26-dec-2024 for pump impella 5.5 with serial number (B)(6). Data and device analysis were unable to be performed because the console was not returned for evaluation and logs were not provided for analysis. The cause of the low purge flow was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.